Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet with protection cap fitted on blood an filtrate side. A leak test of the filtrate side was performed and a leak was observed. The reported condition was verified. The cause is a crack in the housing directly at the passage to the header area. The most likely cause is influence of chemical medium like disinfectant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a plasmafilter pf2000n, an external leakage was observed. There was no patient involvement. No additional information is available.